Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the cables on the fenestrated bipolar forceps instrument was visibly damaged and no energy was delivered. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged cable was black, it was frayed. A wire could be probably exposed due to the damaged insulation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.